Event description:
The user received questionable high thyrotropin (tsh) results for one patient who had no thyroid issues. The user stated the issue has been ongoing since (B)(6) 2011, but no data was provided until (B)(6) 2011. All of the results from the both cobas e601 analyzers were accompanied by data flags. The initial result from an aliquot produced by the modular preanalytic analyzer (mpa) and tested on cobas e601 serial number (B)(4) was 98.75 uiu/ml. On (B)(6) 2011, the sample was retested using another aliquot from the primary tube and the result was 94.99 uiu/ml. The sample was manually diluted 1:2 and the result was 84.96 uiu/ml, manually diluted 1:4 and the result was 85.64 uiu/ml, manually diluted 1:6 and the result was 87.84 uiu/ml, manually diluted 1:8 and the result was 94.4 uiu/ml. The user was unable to confirm which e601 analyzer generated these results. An aliquot from the primary tube was tested on an abbott architect and the result was 11.56 uiu/ml. On (B)(6) 2011, the initial aliquot from the mpa was tested on cobas e601 serial number (B)(4) and the result was 91.28 uiu/ml. On (B)(6) 2011, an aliquot from the primary tube was tested on cobas e601 serial number (B)(4) and the result was 92.35 uiu/ml, diluted 1:2 and the result was 87.06 uiu/ml, diluted 1:5 and the result was 88.16 uiu/ml, diluted 1:10 and the result was 90.71 uiu/ml. An aliquot from the primary tube was tested on an abbott architect and the result was 10.6336 uiu/ml. The result of 91.28 uiu/ml was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot numbers were 16397302 with an expiration date of 02/29/2012 and 16279003 with an expiration date of 01/31/2012. The user stated he has had no problems with any other assays or samples. Therefore, he believes the issue was patient specific and refused a service visit. The user believed there was some sort of interference with the patient sample.

Manufacturer narrative:
The other device related to this event was reported in medwatch report with (B)(6).

Manufacturer narrative:
The customer provided one patient sample for investigation. The customer's results could be reproduced. During the investigation, the presence of macrotsh was confirmed. This interference is documented in product labeling. There was no device malfunction. The patient was not adversely affected.

Manufacturer narrative:
Medwatch date received by manufacturer should have been (B)(4) 2011, not (B)(4) 2011.